Event description:
Per the clinic, the patient experienced intermittencies with device use subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet returned to manufacturer.

Manufacturer narrative:
This report is filed february 20, 2015.